Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms in all programmed vectors except for triad. Shock impedance measurements in triad were noted to be within normal limits at 115 ohms. Boston scientific technical services (ts) discussed the option of increasing the remote home monitoring alert trigger and continuing monitoring. The programmed vector was left in triad and the remote home monitoring alert trigger was increased. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.